Event description:
The caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection and did not require assistance from a third party. Technical support provided information for resetting the pump and assisted the caller, with the issue not recurring after the reset. The customer was advised by technical support to continue using the pump and to call back if any malfunction code recurs.